Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid right coronary artery (rca). A 3.00 x 20mm synergy drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the proximal rca and it was noted that the distal part of the stent was lifted. The procedure was completed with a different device. No patient complications nor injuries were reported.